Manufacturer narrative:
The insulin pump passed functional testing and was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The device was also received with a cracked case at display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer's parent called and reported the customer was hospitalized on (B)(6) 2015 with high blood glucose in the 300 to 399 mg/dl range and diabetic ketoacidosis. Customer experienced the symptom of nausea and was treated with insulin and anti-nausea medication. The customer was then hospitalized again on (B)(6) 2015 with high blood glucose of 400 mg/dl and diabetic ketoacidosis. She experienced vomiting and abdominal and chest pain. Customer was treated with saline, insulin, and anti-nausea medication. She was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.